Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer to remove their device from service and obtain a replacement, as the device is not field serviceable and no long under warranty. The customer requested a quote for a replacement device. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. The customer advised that they replaced the charge-pak in their device and only the attention icon remained illuminated. There was no patient use associated with this event.